Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery was fully charged, but was not recognized by the patient's freedom driver when placed in the driver.

Manufacturer narrative:
The customer-reported issue of the onboard battery being fully charged but not recognized when placed in the freedom driver was not able to be confirmed or reproduced. Freedom onboard battery successfully passed all sections of the evaluation procedure. Additionally, the onboard battery was inserted into a freedom driver and powered the driver for 30 minutes without any abnormalities or alarms. The driver that the onboard battery was in use with at the time of the customer-reported issue was not returned and therefore could not be evaluated with the onboard battery. The onboard battery functioned as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4549 follow-up report 1.